Event description:
Livanova deutschland received a report indicating that an electronic gas blender displayed error code e19 at the start-up. There was no patient involvement.

Manufacturer narrative:
A1-a5 patient information was not provided d.4.the unique identifier (UDI) number will be provided in a supplemental report if made available. H4 manufacturing date will be provided in a supplemental report if made available. H11 livanova deutschland manufactures the electronic gas blender, the issue occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.